Manufacturer narrative:
Correction to initial MDR in field b6. Visual inspection of sc-2218-70 (serial number (B)(6)) and sc-2218-50 (serial number (B)(6)) revealed that the lead was cleanly cut into two pieces. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned clean-cut leads. The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. The investigation concluded that the reported event was not confirmed through device analysis. Therefore, a probable cause cannot be determined as no problem has been detected.

Event description:
It was reported that following a lead implant procedure, the patient was experiencing reduced motor control in legs. The physician removed the leads and clik anchors. Additional information was received that patient is recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5159604. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: n/a, batch: 25835826.

Event description:
It was reported that following a lead implant procedure, the patient was experiencing reduced motor control in legs. The physician removed the leads and clik anchors.